Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Pt does not recall date of event.

Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. The patient/layperson alleged that intermittently, there was no response when he pressed the ok button on his one touch ultralink meter beginning a week or two prior to his call in 2009. Before the alleged issue began, the pt recalled having unspecified high blood glucose symptoms. The pt self treated (presumably bolused)with 10 units humalog. Although the pt does not recall the exact day and time, no medical intervention was required, indicating no injury was experienced. Because the alleged intermittent issue with the ok button was not resolved, the complaint is reported. The cca replaced the product.